Event description:
Consumer reported used one (1) heat patch three (3) weeks ago on the back upper calf at the bend of the knee at 11:00 p.m. And at 3:30 a.m., consumer woke up feeling burning sensation, when she removed patch burn wound was found. Consumer treated it with hydrogen peroxide at home. Consumer did not seek any medical attention.

Manufacturer narrative:
No prod has been received to date, if prod is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.